Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2001 in a male pt. It is reported that the stent graft was pulled down about 1cm because the neck was cone shaped and the bifurcated stent graft was undersized. It is reported that the pt needed a 28mm bifurcated stent graft. The physician reported that there was an unacceptable but small proximal endoleak post implant. Two days later, a 28mm aortic extension cuff was inserted up the left iliac artery. A marker pigtail catheter was used to locate the stent graft in relation to the renal arteries. The 28mm cuff was deployed below the level of the renal arteries, landing approximately 2.5 to 3cm into the 26mm long bifurcated stent graft. The physician reported that the cuff opened almost all the way, but was noted to catch on the flow divider on the left side of the stent graft. The physician placed a 33mm aortic occlusion balloon in the aortic cuff. Dilatation within the cuff was performed but failed to completely open the cuff; therefore, a 16mm balloon was placed through this area and the left proximal limb, as well as the cuff, and also dilated. The physician reported that this dilatation fully expanded the aortic cuff. A completion angiogram was performed and demonstrated no evidence of an endoleak with a complete seal. There were no additional adverse clinical sequelae reported relative to the event and the pt is fine. It is reported that the patient will return to pt's physician in 3-4 weeks for follow-up.